Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2017-7799. It was reported the patient was unable to increse the scs system stimulation. X-ray taken did not show any anomalies. Diagnostics revelaed one of the patient's leads was exhibiting high impedance. Subsequently, the patient's scs lead was replaced with a new one. Effective stimulation therapy was reportedly restored postoperatively.